Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A search of the complaints didn't find any other complaints associated to this lot number. This report is the final report being submitted by vasorum. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up.

Event description:
It was reported that on attempting to use a 6f celt to close a 6f arterial access, the first and second sets of wings were deployed according to the deployment instructions and ejected. However, hemostasis was not achieved, and an x-ray confirmed that the clip had migrated distal to the access point. Manual pressure was applied to achieve hemostasis and the patient had no complications and no further follow-up was scheduled.